Event description:
Rn reported ultrafiltration rate on an althin-baxter system 1000 hemodialysis device was greater than intended during a pt treatment. The device was set to remove 2.7 kg in 4 hours of treatment. After 35 minutes of treatment the pt felt unwell. The rn reduced the ultrafiltration rate and could not obtain a blood pressure reading. The patient's weight had fallen 2 kg while the device indicated only 0.44 kg of ultrafiltration. The pt was administered normal saline and oxygen and the patient was removed from the machine. The center reported that no alarm was activated until the pt made a full recovery.